Event description:
A malfunction alarm labeled as malf 16 was reported, and the malfunction persisted even after attempting a reset. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support to reset the pump, and as the issue recurred, it was resolved by arranging a replacement pump. The customer was advised to use manual daily injections (mdi) as a backup to ensure continuous insulin delivery until the replacement pump arrived. Additionally, the customer was instructed on preparing the pump for return, and confirmed shipping details were arranged.